Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The bci field service engineer (fse) found a burned spot on the obstruction detection pressure board. The fse primed the system and observed the system for any leaks. No issue was noted. The fse removed and replaced the board as well as the transducer and associated ribbon cable. The fse calibrated the transducer and performed a special clean, a routine system check and qc. No issue was noted.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a burning smell coming from access 2 immunoassay system during normal operation. The customer powered down the instrument and computer and removed them from the power source. There was no flame or fire, and the fire department was not dispatched. There was no report of injury to the user, and the customer did not seek or need medical attention.